Event description:
It was reported that the patient's device had spontaneously turned off prior to her 24 month visit. The reporter indicated that the patient believed it may have been related to going through a metal detector at the "friends of the court." It was noted that the patient experienced an undesirable sensation of slight bladder pressure. It was indicated that the device was turned back on (B)(6) 2013. On (B)(6) 2013, the device had again spontaneously turned itself off and the pressure had increased. An x-ray was also ordered on that day as part of the 24 month visit. The reporter stated that the patient was off elmiron. It was noted that the event was ongoing. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was turned back on (B)(6) 2013. As of (B)(6) 2013 there no further complaints of the ins spontaneously turning off. The patient outcome noted on the same date was reported as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v598061, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).